Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge lock had failed. A field service engineer found that the device had been tampered with, preventing it from opening or closing properly. The device cover had been pried open, and the hasp was pulled loose. The hasp was replaced, the cover was straightened, and the latch operation was verified by the fse. The fridge was recovered, and its operation was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge lock was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.